Event description:
It was reported that the patient presented at the clinic with their implantable cardioverter defibrillator (ICD) showing a compatibility issue during an magnetic resonance imaging (MRI) scan, leading to incorrect battery longevity measurements. The issue was resolved on its own. There were no patient consequences.